Event description:
Approximately one month later, a follow up was performed and shock impedances remained greater than 125 ohms. It was noted that the device had migrated into the patient's armpit as the device is implanted subpectoral. The physcian was unable to determine if this was a lead or device issue. A revision procedure was performed due to a suspected lead fracture and header issue with the device. A new device and lead were successfully implanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that during a routine folow-up, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrilation lead revealed high shock impedances greater than 125 ohms. A boston scientific technical service consultant was contacted and a save to disk was sent in to an engineer for evaluation of the shock impedance measurements. The device and lead remain in service and the patient will be monitored closely. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The device and lead were explanted. To date, the explanted lead and device have not been recieved at boston scientific. Upon receipt the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The device and lead remain implanted. A boston scientific technical service consultant reviewed the save to disk and discussed that all lead impedance measurements remained stable and within normal expected range. While the shock impedances showed a gradual increase of greater than 125 ohms. Based on the fact that the shock lead impedance is currently above the maximum expected range, it was advised that this could be an indication of a possible lead fracture or connection issue. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.